Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. The crew reports the monitor was used to defibrillate the patient once with success. Later on during the packaging of the patient, the rhythm went into ventricular fibrillation again and the monitor was charged. The monitor then stopped the charge and advised ¿plug in the connector¿. The crew attempted to trouble shoot and eventually used an alternate philips AED to shock the patient and transport to the hospital. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips authorized field service engineer (fse) evaluated the device. The fse ran opcheck and found that the therapy cable was not working. The reported issue was confirmed and traced to a faulty therapy cable. The fse did not find a case event file on the heartstart mrx matching the date of this event. The fse replaced the therapy cable. The device passed all performance assurance tests and was placed back into use with the customer. The defibrillator met all specifications upon testing following the therapy cable replacement.

Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. The crew reports the monitor was used to defibrillate the patient once with success. Later on during the packaging of the patient, the rhythm went into ventricular fibrillation again and the monitor was charged. The monitor then stopped the charge and advised ¿plug in the connector¿. The crew attempted to trouble shoot and eventually used an alternate philips AED to shock the patient and transport to the hospital. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. The crew reports the monitor was used to defibrillate the patient once with success. Later on during the packaging of the patient, the rhythm went into ventricular fibrillation again and the monitor was charged. The monitor then stopped the charge and advised ¿plug in the connector¿. The crew attempted to trouble shoot and eventually used an alternate philips AED to shock the patient and transport to the hospital. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips authorized field service engineer (fse) evaluated the device. The fse ran opcheck and found that the therapy cable was not working. The reported issue was confirmed and traced to a faulty therapy cable. The fse did not find a case event file on the heartstart mrx matching the date of this event. One therapy cable was returned for failure analysis. The reported problem was verified. There were signs of contaminations on the patient connector and the 2-pin receptacle pads connector hv pins/terminal contacts of the cable, the cable showed connectivity issue due to fracture/cut/disconnect in the sternum wire at the 2-pin receptacle end. The fse replaced the therapy cable. The device passed all performance assurance tests and was placed back into use with the customer. The defibrillator met all specifications upon testing following the therapy cable replacement.

Manufacturer narrative:
Added information from the failure analysis lab findings.